Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that the device was off and disabled and no longer providing therapy. Patient fell and hit table about a week prior to the date of report but it was still working then. Around the same time frame, patient was getting an end of service (eos) message every now and then but got and elective replacement indicator (eri) message on the day of the report. Patient had an appointment with their doctor on (B)(6) 2017. No further complications were reported/anticipated. On (B)(6) 2017, hcp reported that patient was seen on (B)(6) 2017, patient's device was dead and was not even implanted for two full years. Nurse was not sure if the longevity of the device was in question or not but patient was to get a replacement. Patient will get a rechargeable device. The date of the surgery was not set but it will be a while since approval is needed from patient's insurance. The fall was not related to the devices. It was reported that since the device was dead, patient's symptoms had returned, her pain had been worsening in the lower left extremities. That's what the device was implanted for to begin with and it was controlling the pain quite well when it was working. Patient's weight was not noted at the appointment therefore was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.